Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose was between 400 and 500 mg/dl. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin usage.